Event description:
It was reported that the patient had worsening symptoms of congestive heart failure (chf), likely secondary to left ventricular (lv) lead non-capture and atrial fibrillation (af). The lv lead was found to have high thresholds and no capture. The lead was capped and a new lead was implanted. It was further reported that the device was replaced due to early battery depletion. The battery longevity was less than expected. The device was removed and a new device was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4194-88 lead implanted: (B)(6) 2011. (B)(4).